Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller was exchanged due to emergency backup battery (ebb) fault alarm. The patient reported they had a low flow alarm, then the yellow wrench appeared. Monitor history showed replace backup battery. The patient reported to have another low flow on (B)(6) 2025, with the wrench "supposedly" appearing again. There was no indication of monitor history showing an advisory alarm. There was evidence of low flow. Log files began capturing ebb faults on (B)(6) 2025 due to the ebb failing the load test. The event file confirmed the driveline was disconnected on (B)(6) 2025 at 14:17:46, which was persistent with the system controller exchange. Log files from the new primary system controller was unable to confirm the time the patient connected to this system controller because data from (B)(6) 2025 was overwritten by new incoming data. The files did not capture any ebb faults. There were no other unusual events.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of exchanging the system controller due to a backup battery fault alarm was confirmed via the log files. The original system controller, serial number: (B)(6), log files were reviewed, and relevant timestamps spanned approximately 3 days (12:48:56 on (B)(6) 2025 to 13:38:42 on (B)(6) 2025). From the beginning of the log file, a backup battery fault alarm was active due to the backup battery not passing the load test. Data from the periodic log file revealed the alarm began between timestamps 08:25:12 and 09:25:12 on (B)(6) 2025. The alarm¿s onset was not captured; thus, the reason for the alarm's initial activation could not be determined. There were no other load tests performed within the log files. The backup battery fault alarm clears due to the system controller being shut down at 14:19:03 on (B)(6) 2025, following a driveline disconnection for a system controller exchange at 14:17:46 on (B)(6) 2025. The pump maintained a speed within the expected range while the driveline was connected. The replacement system controller, serial number (B)(6), log file event log file was reviewed, and relevant timestamps spanned approximately 100 minutes (11:06:23 to 13:26:14 on (B)(6) 2025). The events from the controller exchange were not captured as the data had been overwritten with newer data. There were no remarkable events found within this log file. The pump maintained a speed within the expected range throughout the log file. Multiple good faith effort (gfe) attempts were sent asking if exchanging the controller resolved the fault and if the controller would return for analysis; however, no response was received. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Additionally, within this section, it emphasizes that the user to not attempt to change their system controller without having a trained, competent caregiver at their side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and low flow alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.